Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA # is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the complaint device was returned for analysis. The reported leak was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. In this case, if an attempt was made to remove the protective sheaths in a different manner, such as, removal by pulling on the inner sheath or removal of the outer and inner sheaths simultaneously prior to exposing the longitudinal split on the inner sheath, this may have caused the reported resistance. This interaction likely resulted in damage to the proximal seal, causing it to leak upon inflation attempt. Based on the information provided and the analysis of the returned device, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the procedure was to an 80% stenosis in a moderately tortuous, moderately calcified circumflex artery. When attempting to remove the yellow protective sheath in the normal manner (left to right), it would not come off. The sheath was finally removed by holding onto the white colored sheath and applying some force. The implant was inspected and it appeared undamaged, therefore the device was advanced to the target lesion. However, when attempting to deploy the implant, the pressure within the indeflator would not increase and some blood was observed staining the dye inside the indeflator, which indicated that the balloon was damaged. The delivery system was removed and it was confirmed that the implant was still in place on the balloon. There was no apparent damage noted to the balloon. A new device was used to successfully complete the procedure. There was no significant delay in procedure and there were no adverse patient effects. No additional information was provided.